Event description:
It was reported that 1 month post-implant of a bifurcated device, an infrarenal aortic extension and two iliac limb extensions; the patient presented emergently with fluctuating blood pressure. A computed tomography scan revealed a type iii endoleak at the junction of the bifurcated limb and an iliac limb extension on the left common iliac artery. Reportedly, the patient was treated with an iliac limb extension, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, operative notes and computed tomographic reports were provided by the hospital and reviewed by clinical representative. Based on the review of the operative notes, the patient presented with very large aortic and iliac aneurysms at the time of the initial procedure. Per the operative notes and computed tomographic reports provided for secondary procedure, it indicates that the abdominal aortic aneurysm disease progressed. The abdominal aortic aneurysm sac had expanded in size. Patient condition may have likely caused or contributed to the event. Patient was treated for endoleak type iii successfully. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.